Event description:
It was reported that the patient had the artificially urinary sphincter cuff component, implanted in 2011, removed in (B)(6) 2018 due to unspecified reasons. A new artificial urinary sphincter cuff was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.